Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a collision that occurred while operating the artis pheno system. During a patient procedure, the robot collided with the wall. The procedure was continued and completed on the same system. We have no indications of any adverse effects on the health status of the involved patient.